Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. Water tightness was lost due to a pinhole in the bending section rubber. The bending section rubber was chipped. It was also noted that the bending direction of the up angle did not meet standard value due to wear of the angle wire. The bending tube was damaged and the scope cover was discolored. Scratches were also noted throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the uretero-reno fiberscope had a water leak. Upon inspection and testing of the returned device, it was noted that the forceps channel port was shaved. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.